Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 363mg/dl. The customer states they treated with manual injections. Troubleshoot was unable to be completed. The father states they would call back at a later time when wife was present, in order to complete troubleshoot. The customer is being sent sample sets.